Manufacturer narrative:
The device involved in this report was not returned. After our investigation of this event and reviewing the event details, it was determined that there was no allegation or evidence of a break at the device weld. Based on this determination, the reported event is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury, and this event is therefore not reportable. H3 other text : product is lost.

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no clinically significant delay and no adverse consequences.

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no clinically significant delay and no adverse consequences.